Event description:
It was reported to resmed (B)(4) that the astral device reboots when ventilation is started. The device was not in use when the fault occurred therefore there was no patient involvement. Ref MFR 3004604967-2014-00037.